Manufacturer narrative:
The analyzer serial number is (B)(6). The field service engineer (fse) found dirt in the sipper washing stations and performed decontamination, checked the hose, and performed a mechanism check. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hbsag ii and elecsys hiv combi pt results for 3 patient samples on a cobas 6000 e601 module. This medwatch will cover hbsag. Refer to medwatch with a1 patient identifier (B)(6) for information on the hiv duo results. On (B)(6) 2026, the initial hiv result was 4.48. The repeat result was 0.736. A plasma sample from the patient was also tested and the result was 0.210. On (B)(6) 2026, the initial hbsag result was 1.40. The repeat result was 0.530. A plasma sample from the patient was also tested and the result was 0.551. On (B)(6) 2026, the initial hiv result was 1.56. The repeat result was 0.172. A plasma sample from the patient was also tested and the result was 0.240. The units of measurement were not provided.